Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Tamper seals were not broken or removed. Visual inspection found no physical damage. Functional testing found when the flow velocity of the circulating water was measured, it was 3.4l/min compared to the standard value of 3.6l/min. The complaint was confirmed. Root cause was attributed to the failure of the device pump to circulate water. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pump assembly was replaced.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. G5: 510k is blank, device not sold in the us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the circulating water is lower than the specified flow rate. Patient involvement unknown.